Manufacturer narrative:
Method: DHR, complaint history and surgical protocol review. Evaluation summary: visual inspection indicated that the locking knob fractured off at the smaller diameter of the knob's shaft. Inspection of the fracture site under an optical microscope indicated that the part failed in a torsional overload condition in the clockwise direction, suggesting that the knob fractured due to being over-tightened. Review of the surgical protocol for the alignment guide indicated that a hex wrench (cat # 7550-0018) is used to tighten and loosen the locking screw. According to calculations done by a failure analysis engineer, the maximum allowable torque for the hex wrench on the locking screw is 28.5 lb-in. Over-tightening the locking knob with the hex wrench can cause the knob's shaft to fail in torsion. The device mfg history record indicates that devices were manufactured with no reported discrepancies. The product experience reporting database indicates that from 2004 to (B)(4), 2009, there have been other reported similar events. A review of previous investigations indicated that over-tightening of the locking knob with the hex wrench can cause the knob's shaft to fail in torsion.

Event description:
It was reported that, "during the surgery, when the surgeon was clenching the side screw, it fractured."